Manufacturer narrative:
Insulin pump was received with missing segments or partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments or partial display. Moisture damage on the battery tube and motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was not sure not using the insulin pump right now because it was not even turning on. Customer's blood glucose level was unknown. Customer states that the crack on the screen and a crack on the battery lip ring. Customer states reservoir lip ring came off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.